Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing delivered due to incorrect interpretation of signal. The device was reprogrammed. The patient was stable.